Event description:
It was reported that cadd legacy pump failed volume accuracy test. No patient in jury was reported.

Manufacturer narrative:
Device evaluation: the customer's concern regarding failed accuracy was unable to be confirmed. Running three accuracy tests, the pump was found to be within manufacturing specifications. Root cause was unable to be established.